Event description:
It was reported that this implantable lead was part of a system revision due to pocket infection. Reportedly, patient went to the hospital for routine device check and stated that the wound had been oozing for a few weeks and the device broke through the skin. There were no additional adverse patient effects reported. This implantable lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.